Event description:
The facility reports the pt was being transferring out of the wheelchair. The hoist was in its lowest position and all four clips were fastened. The pt was then lifted approximately 40-50 cm above the wheelchair when the hoist dropped with a bang. The pt fell back into the wheelchair with their hands trapped under the jib on the wheelchair armrests. The pt was examined by a medical doctor and had sustained back, head and neck pain, a hematoma to both hands, and a graze to the back of the left hand.